Event description:
It was reported that it was requested to have the data of this pacemaker system analyzed due to right ventricular (rv) lead anomalies. Technical services (ts) analyzed device data and found that there was a lead safety switch (lss) from bipolar to unipolar configuration due to high out of range rv pacing impedance values. It was noted that these pacing impedance values were greater than 2000 ohms, indicating a conductor fracture. Ts advised lead replacement. No adverse patient effects were reported. Currently, this lead remains in service.